Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the patient was charging too often. The patient used to charge about once a month and within the year as of 2016-may-11 they went from charging once a month to every three weeks to every week. The rep stated that the ins charges quickly but also depletes quickly. The patient had not recently been reprogrammed or switched to a new group. The patient had one previous over-discharge event. The rep had access to a physician programmer and the patient. Therapy impedance was checked and the estimated recharge interval was calculated. The patient used group a 24 hours a day and seven days a week with program 1 set to 0.9 volts amplitude, 450 milliseconds pulse width, a rate of 50 hertz, and impedance of 818 ohms, and program 2 set to 0.5 volts amplitude, 450 milliseconds pulse width, a rate of 50 hertz, and impedance of 798 ohms. Electrode impedance was also run and all values were within normal range. The provided settings gave an estimated recharge interval of 3 1.46 days. It was noted that the patient's stimulation was fine. The rep stated that they would plan on getting the patient scheduled with a physician. Additional information from the rep reported the patient had a consult set up for a battery replacement. Additional information received from a rep reported that the patient's generator replacement was successful and that the explanted ins would not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.